Event description:
It was reported that the patient presented post implant procedure. The patient experienced discomfort from micro perforation due to atrial lead implant. No interventions were performed. The patient was in stable condition.